Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency, therefore we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer is concerned a piece of pledget is left inside canal. Does not mention that she saw or experienced a pledget falling apart.